Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons required multiple button presses to elicit a response and the audio bolus button keeps falling off the pump. It was noted that keypad button symbols were worn. It was not determined whether the damage had occurred prior to the changes in button response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under the contrast key contact.